Event description:
On (B)(6) 2017, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu262620j/15777365) to treat a thoracic aortic dissection. On an unknown date, a follow up computed tomography scan reportedly revealed new false lumen entry tears at proximal and distal edge of the gore® tag® device. The physician attributed the new entry tears to sine (stent-graft induced new entry). On (B)(6) 2018, an additional conformable gore® tag® device was implanted proximal to the initially implanted endoprosthesis, and a non-gore manufactured stent-graft was implanted distally to cover the new entry tears. The procedure was concluded without any reported adverse events.